Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2018 alleging the patient experienced hypoglycemia while on insulin pump therapy with blood glucose measuring 1.8 mmol/l. The reporter refused to answer any questions for troubleshooting of the device. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. The patient reportedly did not require the assistance from a 3rd party, did not lose consciousness nor did the patient have a seizure. The reporter alleged the pump was not delivering properly and no longer trusted the pump for insulin delivery. No further information is available. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with an alleged inaccurate delivery issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 20-sep-2018 with the following findings: the pump's black box showed a replace cartridge alarm on 21-feb-2015 followed by a manual suspend. The pump's time and date was changed. The recorded total daily doses of insulin added up and correctly reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within range. The pump passed a delivery accuracy test and was found to be delivering within range. The pump was exercised for 12 hours and was found to be recording deliveries correctly. The alleged issue could not be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.